Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 352 (mg/dl). Reportedly, customer is new to the pump and believes that the pump settings may need to be adjusted. Also, customer stated that they are not sure of how old the insulin in the cartridge is because customer had to fill with insulin from old flex pens since they did not yet have a prescription for insulin. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they received a new vial of insulin and would change supplies.